Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high shock impedance measurements greater than 125 ohms at the implant procedure. Defibrillation threshold (dft) testing was performed with the delivery of a 21 joule shock which reported a 55 to 60 ohms shock impedance measurement. The physician suspected the device was not properly irrigated. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available this report will be updated.